Event description:
It was reported that when the patient was standing, the internal neurostimulator (ins) setting was too high patient had tripped on an extension cord and needed to increase the stimulation to cover her pain. However, now the stimulation was too high. The patient attempted to reprogram the ins but the setting had not been maintained. The patient had not timed her position. To reprogram the ins the patient had to stay in the desired body position for three minutes not three seconds. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v851636, implanted: (B)(6) 2012. Product type: lead: product ID 3888-33, lot# v855431, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product typ: extension: product ID 3487a-45, lot# v820870, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-45, lot# v820870, implanted: (B)(4) 2012. Product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.